Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high threshold measurements along with high out of range pacing impedance measurements. An invasive procedure was performed. This lead was surgically abandoned and a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.